Event description:
Device 2 of 2. Reference MFR report#1627487-2019-01162. It was reported that the scs leads migrated which was confirmed on x rays. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the leads were repositioned to their original position. Effective therapy was restored post-operatively.